Event description:
A report has been received from an rn who has reported an event of a suspected dialyzer reaction. It has been learned in speaking with the reporter of this event, that the symptoms were shortness of breath and a cough. The reporter also stated that the pt has been at this unit for 1 month. Additionally, the nurse reported that she is an anxious pt. For treatment of this event, a 50 mg IV dose of diphenhydramine was given to the pt and oxygen was administered. Reportedly the pt was calm and quiet after receiving the medication and was able to complete treatment. The pt now receives dialysis on the asahi am bio 100 dialyzer with no further ill effect. There is no sample for an eval and the lot # of the involved product is unk. The pt receives dialysis with use of an implanted catheter.

Manufacturer narrative:
(B)(4).